Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the black box shows no evidence of a voltage drop or excessive battery usage. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact, no damage. Current draws within specifications. No evidence of excessive pump temperature duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.